Event description:
On (B) (6) 2010, initial surgery was done with trochanteric nail system for femoral trochanteric fracture. After the surgery, it was found that the lag screw was backed out and refracture occurred. Inflammation was noted. On (B) (6), the implants were removed and femoral head replacement was done with competitor's products. According to the doctor, the pt's bone quality was poor. The doctor did not use anti-rotation screw and did not tap bone before inserting lag screw in the initial surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.